Event description:
It was reported that the patient¿s stimulator had depleted normally at 9 years. It had run for over 75,000 hours. However, impedances were greater than 3,600 ohms on electrodes 1-6 on lead 1. The physician plans to leave the lead as is and only replace the battery at time of surgery despite increased impedances. The physician stated he would revise later if the patient had no relief after the battery change. Due to the depletion, the patient had missed 3 days of work with headaches, since the stimulator was for occipital neuralgia. The patient¿s current status was alive with no injury. The replacement was pending insurance authorization. Additional information regarding the final outcome was requested, if received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 377745, lot# n0040155, implanted: (B)(6) 2005, product type: lead; product ID 355029, lot# n0028589, implanted: (B)(6) 2005, product type: accessory; product ID 37752, serial# (B)(4), implanted: (B)(6) 2005, product type: recharger; product ID 37742, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. (B)(4).